Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. The main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. Product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient's new doctor performed an xray on the patient to look at the leads. Patient reported getting an xray which showed three different devices: one connected to a device and 2 leads floating around. Additional information was received from a consumer on (B)(6) 2018. It was reported that the patient had surgery a week ago, on (B)(6) 2018. It was stated that they removed a couple of broken leads that were just floating around; these were left in previously by another healthcare provider from different surgeries. No further patient complications are anticipated or expected as a result of this event. [Refer to manufacturer report #3004209178-2018-04190 for details pertaining to the reportable surgery.]